Event description:
It was reported that a device was used during an gastrectomy procedure. It was reported by the affiliate that the anvil popped off. Another device was used to complete the case. There were no consequences to the pt.